Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73k1800062. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the unit misfired, no clip deployed then the jaws fell off.